Manufacturer narrative:
(B)(4).

Event description:
The manufacturer's representative reported the patient had an implantable neurostimulator (ins) and lead revision on (B)(6) 2015. The reason for the ins revision was normal battery depletion. However, the patient's settings were extremely high and the lead was not sitting flush on the dura. The patient ended up reaching end of service (eos) with the non-rechargeable battery very quickly. There were no symptoms reported. Relevant medical history included spinal pain.